Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during the night. The customer's blood glucose level was 216 mg/dl and it was addressed with a bolus. When the customer loaded another cartridge, it was reported that the fill estimate was inaccurate. The customer indicated that another cartridge would be loaded.